Manufacturer narrative:
H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 and suture were returned on the needle. The variable depth straw has been trimmed. A functional evaluation, using a simulation meniscus, showed that the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 and suture were returned on the needle. The variable depth straw has been trimmed. A functional evaluation, using a simulation meniscus, showed that the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t2 suture an ultra fast-fix could not be tightened while the implantation. Both t implants were removed with tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).